Manufacturer narrative:
We received one bipolar pacing catheter with a monoject limited volume syringe for examination. The reported event of "electrode connector did not conducted the electricity" was confirmed. A visual examination was performed and the catheter body was found to be in good condition, no kinks or indentations were observed. The balloon inflated clear and concentric and did not leak. Continuity testing confirmed a full open condition of both the distal and proximal electrodes. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. The proximal lead wire was found to be broken inside the catheter body 7mm proximal of the catheter tip. The distal lead wire was found to be broken at the distal electrode. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. These catheters are typically inserted in patients who are either bradycardic or are undergoing a diagnostic procedure and need to be temporarily paced. They can also be placed emergently when a patient is experiencing hemodynamic instability. Therefore, a broken lead wire can cause prolonged periods of bradycardia or hypotension, which has the potential to be associated with poor patient outcomes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be forthcoming with the evaluation results when received.

Event description:
It was reported that one of the electrode connectors did not conduct the electricity to the heart, it was not remembered which electrode failed. The pacemaker monitor informed the user that no stimulus was reaching the patient. The customer verified all the connections were proper and performed troubleshooting. Replacing the catheter for another one the issue was solved. There was no allegation of patient injury. The catheter is available for evaluation.